Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm intermittently. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential pressure transducer failed calibration testing. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.